Event description:
It was reported that the event had occurred 1-2 weeks prior to the date of this report. Patient had an apparent ¿burn¿ coming from the pocket site, inside to outside. Action required as a result of the event was surgical intervention and revision. The healthcare professional was planning to remove the implantable neurostimulator, replace it and tunnel to the other side of the chest to try to resolve the issue. The location was over the pocket site. It was later reported while the deep brain stimulator was being revised and moved from the left chest to right chest the healthcare professional was removing the extension and when he had pulled the lead through contact #11 on the top of the lead appeared to have frayed. An impedance check was done and it had shown high impedances. Impedances were c/11 28,815, c/10 991, c/9 1249 and c/8 1448. Additional information received reported malfunctions see or cause of issue determined was a frayed lead, the burn was not confirmed. It was unknown what cause the patient to have redness at the battery area. Patient outcome was the patient was receiving effective therapy. Additional information received reported that this was not normal battery depletion. Patient¿s therapy was for parkinson¿s. There was implantable neurostimulator current leakage. There was no patient death and the patient had recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type: lead; product ID 3389s-40, lot# va00k07, implanted: (B)(6) 2012, product type: lead. Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va00k07, implanted: (B)(6) 2012, product type: lead. (B)(4).